Manufacturer narrative:
(B)(4). The service engineer (se) evaluated and verified the malfunction during set-up. The se replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue.

Event description:
It was reported that, during out of the box set-up, the ventilator generated an alarm. There was no patient involvement.